Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was over 600 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer reported that after removing the reservoir they noticed that the insulin pump was suspended for over 12 hours. The insulin pump will not be returned for analysis.